Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair in the packaging of a vented repeater pump tube set. This was found while the package was being cleaned prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph revealed hair inside of the package; however, the source or type of hair is unknown. The reported condition was verified. The cause of the reported condition was determined to be a workmanship issue during assembly. Should additional relevant information become available, a supplemental report will be submitted.